Manufacturer narrative:
The reported issue of keypad failures was confirmed. The keypads were all found to have had fluid ingression damage with the damage being equivalent to the investigation findings performed by bd engineering, and documented within the failure investigation report dir: (B)(4). The bd engineering report concluded that when the recommended cleaning practices are performed as outlined within the directions for use (dfu) or (a.k.a. User manual), fluid ingression damage did not occur; however when the cleaning solution was sprayed on saturating the device fluid ingress damage to the keypad did occur in many test cases. Chemical attack to the keypad flexible circuit can cause cracking of the traces by making the circuit more brittle. The chemical attack causes the observed brown/black discolored traces on the keypad flexible circuit. The discoloration to the esd shielding was observed also at the base were it originates from the keypad¿s bottom edge. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device as not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
The customer reported they have keypads that don't register when pressed. There was no patient involvement.

Manufacturer narrative:
The reported issue of keypad failures was confirmed. The keypads were all found to have had fluid ingression damage with the damage being equivalent to the investigation findings performed by bd engineering, and documented within the failure investigation report dir: 10000336188. The bd engineering report concluded that when the recommended cleaning practices are performed as outlined within the directions for use (dfu) or (a.k.a. User manual), fluid ingression damage did not occur; however when the cleaning solution was sprayed on saturating the device fluid ingress damage to the keypad did occur in many test cases. Chemical attack to the keypad flexible circuit can cause cracking of the traces by making the circuit more brittle. The chemical attack causes the observed brown/black discolored traces on the keypad flexible circuit. The discoloration to the esd shielding was observed also at the base were it originates from the keypad¿s bottom edge. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device as not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported they have keypads that don't register when pressed. There was no patient involvement.